Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for power error. Customer¿s blood glucose was unknown at time of incident. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. Customer advised to perform troubleshoot for power error and monitor the pump, call back if issue persist. Insulin pump will not be return for analysis.